Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a knotted guidewire is confirmed and was determined to be use related. One nitinol guidewire was returned for evaluation. A gross visual inspection of the returned sample found that a knot was present at the distal end of the guidewire. Localized kinking was present near the knot, likely indicating that the clinician had experienced resistance during insertion and/or advancement of the guidewire. The weld tip was present and intact. Biological residue was observed between the loops of the knot in the guidewire. The knot in the distal end of the guidewire was likely caused by repeated advancement and retraction of the guidewire against resistance within the vessel. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported in-chamber catheter placement in neonatology (epicutaneo-cava catheter malfunctioning) on a 4.7 kg baby, under sedation. Complex procedure: very fragile, polypathological infant with precarious respiratory status contraindicating anesthesia, multiple thromboses in the superior vena cava territory and multiple femoral catheterizations, complex catheter placement expected. Difficult puncture of the left femoral vein, easy guide insertion with stop at 10 cm. Introduction of the peelable mandrel, without difficulty, after catheter tunnelling on the thigh. When mounting the catheter in the peelable mandrel, it was impossible to remove the guide with the dilator, the entire mandrel had to be peeled off. On removal of the guide, a knot was found at the end of the guide. Immediate action: preservation of ktec with adaptation of flow rates. Immediate consequences apparent: bleeding controlled by local compression, impossibility of puncturing the same vein: appearance of a hematoma. Contralateral insertion failure. Failed insertion, preservation of ktec with adaptation of flow rates. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.